Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing pain on his skin from the lifevest. There is no alleged device malfunction. The patient's physician stated if the patient no longer wanted to use the lifevest due to the discomfort, then the patient could end use. Medical outcome of the patient's injury is unknown.